Event description:
The customer reports: the doctor did a deep vein puncture on a patient and found the ars (syringe) leaked.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with one potentially relevant finding; however, this could not be confirmed without the sample. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the doctor did a deep vein puncture on a patient and found the ars (syringe) leaked.